Event description:
The pt's blood platelet was severely reduced as low as 10 (x10^9/l), and the pt was transported to a hospital emergently for i.v. Of platelet on (B)(6). Since leukemia was suspected, bone-marrow biopsy was performed. The pt had a tendency of bruising and prolonged bleeding. The dialyzer was switched to am-bio on (B)(6) and the blood platelet count returned to normal level on (B)(6). The consulting m.d. Noted on (B)(6) that the problem was resolved with change in dialyzer membrane. The blood platelet count was 144 (x10^9/l) on (B)(6).

Manufacturer narrative:
Rexeed-13lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). The actual used dialyzer was not returned to us for investigation and the lot number was not returned to us for investigation and the lot number was unk. We reviewed the mfg and quality control records of possible six lot numbers and there was no abnormality. Thrombocytopenia could occur during dialysis treatment and/or extracorporeal treatment from multiple factors such as pt condition (including primary disease and treatment condition), dialyzer (membrane material and compatibility), blood tubing, operating condition, treatment condition, combined medicine including anticoagulants and others. The caution for this event is described in instruction for use.